Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer will use MDI as a backup therapy until the replacement arrives. The customer¿s blood glucose (BG) level displayed as "High" with ketones, although a specific value was not provided. Ketone levels were identified as life threatening by health care provider. The customer¿s sibling delivered a correction injection (MDI) to address the elevated BG level and monitored the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.